Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and noisy image occurred due to a defective image sensor unit, failure of the video connector internal circuit board, or the system. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, the image was poor on the endoeye flex deflectable videoscope when bending and cutting. During inspection and testing of the returned device, a cut in the imaging cable caused noise to occur and no image to display. There were no reports of patient harm associated with this event. This medical device report (MDR) will be submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was noise in the image when the device was angled and the image also had poor lighting. In addition to the findings reported, scratches were found throughout the device, the water tightness of the bending section cover joint, video cable and light guide connector were maintained, the bending section cover adhesive was missing and the control body angle fixing part was loose. There were stains on switch buttons one (1), two (2) and three (3). Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.